Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that z-syndrome occurred 1+ month after surgery with refractive error change. Pco was identified. A yag was performed on (B)(6) 2015. The surgeon believes the likely cause of the event was an anterior lens vault. The patient's current prognosis is unknown.

Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed with all dimensional measurements found to be within specification. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event cannot be determined.